Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, a small left pleural effusion was observed on echocardiogram. The pleural effusion was noted to increase over the next 17 days. The patient was hospitalized and the effusion was drained. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.